Event description:
The user facility's biomed engineer (biomed) reported that during preventative maintenance (pm) of the device, a "belt slip" error occurred when checking for a pump jam. The biomed received a belt slip error two out of seven times. The five times it did pass, the pump did not grab as hard as other pumps. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The customer was informed to check for grease and possibly replace the belt. The customer not sure if they will repair the pump or to have the MFR repair it.